Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg (B)(6) 2009; 4076-52 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that there may be a potential lead fracture and the right ventricular (rv) lead coil impedances were high. It was also reported that optival measurements ceased. It was confirmed by the representative that the lead fracture was likely, the lead and device remain in use at this time. No patient complications have been reported as a result of this event.